Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-04952. It was reported that hypotension occurred. The patient presented due to cardiac arrest. Percutaneous coronary intervention was performed in the proximal to mid left anterior descending (lad) artery. The 90% stenosed, 50x2.5mm-3.0mm target lesion was located in the moderately tortuous and severely calcified proximal to mid lad. Ablation was performed using a rotalink 1.25 and a rotalink 1.5 and the lesion was pre-dilated with a non-bsc balloon catheter. Subsequently, a 2.50x38 synergy was advanced through a guidezilla guide extension catheter to treat the target lesion. However, when the devices were crossing the lesion, a slow flow occurred. Moreover, upon attempting to deploy the stent, the stent did not expand and contrast leakage was noted from the shaft. The device was attempted to be removed and the patient's body when suddenly the patient started having hypotension. Percutaneous cardiopulmonary support (pcps) was then used to treat the event which was removed a week later. Both synergy and a guidezilla were removed from the patient's body simultaneously after the patient became stable. The procedure was completed with a 2.5x38 and 3.5x18 non-bsc stents, and the patient was also treated with catecholamine. No further patient complications were noted and the patient's status was stable but still under observation.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned on the guidezilla for analysis. Parts of the guide catheter could not be removed. A visual examination of the stent found the stent severely damaged with struts on the proximal side bunched and overlapping, exposing most of the proximal side of the balloon. The balloon cone profiles were reviewed and blood was present inside the balloon chamber. The balloon wings were tightly wrapped and evenly folded and did not appear to have been subjected to positive pressure. Crimp markings were evident on the exposed portion of the balloon wall indicating crimp contact between the coated stent and balloon. The balloon was connected to an inflation device and an attempt was made to apply positive pressure to the balloon chamber; however the hub of the device was blocked with dried blood which prevented the inflation fluid travelling to the balloon chamber under pressure. The device was left soaking in the waterbath at 37°c. A second attempt was made to inflate the balloon however blood and solidified media inside the hub and the hypotube still prevented the fluid to travel under pressure. A visual and tactile examination of the midshaft section found one kink at 29mm distal from the hypotube to midshaft bond and one severe kink at the port exit site. A tear in the midshaft was also identified at this location which was surrounded by dried blood. This damage would also likely explain the presence of solidified blood within the balloon cone, the inner wire, the midshaft and hypotube which suggests the damage occurred during the procedure and was most likely due to excessive tensile force being applied to the delivery system. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-04952. It was reported that hypotension occurred. The patient presented due to cardiac arrest. Percutaneous coronary intervention was performed in the proximal to mid left anterior descending (lad) artery. The 90% stenosed, 50x2.5mm-3.0mm target lesion was located in the moderately tortuous and severely calcified proximal to mid lad. Ablation was performed using a rotalink 1.25 and a rotalink 1.5 and the lesion was pre-dilated with a non-bsc balloon catheter. Subsequently, a 2.50x38 synergy¿ was advanced through a guidezilla¿ guide extension catheter to treat the target lesion. However, when the devices were crossing the lesion, a slow flow occurred. Moreover, upon attempting to deploy the stent, the stent did not expand and contrast leakage was noted from the shaft. The device was attempted to be removed and the patient's body when suddenly the patient started having hypotension. Percutaneous cardiopulmonary support (pcps) was then used to treat the event which was removed a week later. Both synergy¿ and a guidezilla¿ were removed from the patient's body simultaneously after the patient became stable. The procedure was completed with a 2.5x38 and 3.5x18 non-bsc stents, and the patient was also treated with catecholamine. No further patient complications were noted and the patient's status was stable but still under observation.